Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this device stored two untreated episodes due to oversensing of noise. Technical services advised to do some testing. There were no adverse patient effects. The device remains implanted. It was later reported that the patient had an inappropriate shock due to oversensing of noise. Since the device and electrode were on advisory, the system was explanted. There were no additional adverse patient effects. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that this device stored two untreated episodes due to oversensing of noise. Technical services advised to do some testing. There were no adverse patient effects. The device remains implanted. It was later reported that the patient had an inappropriate shock due to oversensing of noise. Since the device and electrode were on advisory, the system was explanted. There were no additional adverse patient effects. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.